Event description:
It was reported that a clearlink continu-flo solution set leaked through a small split in the tubing. The split was located between the pump and middle port, near the roller clamp. This occurred during infusion of irinotecan. There was no report of patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.